Event description:
The customer reported that they have four arena machines and the bacteria colony counts on these machines are frequently above the limit of 250 cfu following the operator's manual recommendation of "weekly disinfection with bleach as a supplement to daily heat clean". According to the customer, the only way to bring down the bacteria count is by bleaching the arena daily, but they are concerned that by doing so the instrument might be damaged. According to the customer, they rinse the machines three times a week with vinegar, bleach three times a week, and heat disinfect daily at night. There is no patient injury related to this reported event.